Event description:
Smith & nephew tech support received a letter from the customer indicating that during a trail with smith & nephew endoscopy equipment (10mm laparoscope, camera with video tower), they had a series of five(5) laparoscopic cholecystectomy infections (02/2004). After their analysis of the cases, the only common denominator in all five cases involved the laparoscope and camera. No other info is available at this time.